Event description:
A family member reported that the keypad buttons were not responding well. The family member reported that the ok button required excessive force and the up and down arrow buttons would stick. The family member confirmed that the keypad was intact. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).